Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred and a double stop was performed. The physician switched to radiofrequency therapy. The pnp did not resolve by the time the patient left the operating room, however, it is unknown at this time if the patient recovered prior to hospital discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient's date of birth was updated.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.